Event description:
During an interventional catheterization, physician advanced and inflated stent into the lad artery, after inflation of the stent, the pt started having severe chest pain and st elevations were noted on the monitor. Pt became restless and diaphoretic. It was discovered that balloon ruptured at 8 am. New stent deployed with success. No pt harm. It was later revealed that another cardiologist experienced the same issue the next day (catheter and packaging were not saved. Drug eluting stent ruptured during procedure leading to coronary spasm); fortunately no untoward event to pt. Same report as mw 5042354.